Event description:
It was reported that while in the operating room during removal of the catheter the anesthesist inserted the catheter via left radial artery. After the insertion, seeing that the catheter was not in place because of some resistance inside the artery, the anesthesist decided to pull on the needle and push back a couple of times with no success. By pulling on the catheter and feeling some resistance (because the pt had thrombosis in the artery) is when the catheter cut about half way. As a result, the needle and catheter were removed. A new kit was opened and used with success. No medical/surgical intervention was needed. It is unk if there was a delay or interruption in therapy. No report of pt death, complications or injury. The pt outcome is a small portion of the catheter was left in the artery, but with no possible complications for him. The anesthesist alleges that the catheter kinked at the end of the needle from pulling and pushing back the needle which made a hole in the catheter. The anesthesist states "that no complications happened because the pt already had an artery with thrombosis". Also stated that "the little piece of catheter will not do any harm to the pt" and feels that "it is a technical error from him and not a problem from the product itself."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.